Event description:
Home patient called baxter technical service center to troubleshoot a "check lines & bags" alarm. Patient noted heater bag was empty, so patient unspiked heater bag and tried correcting the alarm by respiking a new bag to same set spike. Patient was instructed to discontinue treatment and set up all new supplies. Per patient's rn, no patient injury or medical intervention resulted from incident.